Event description:
It was reported that, during an unknown procedure, there was a complication due to suture failure. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2026 b3: unknown; captured as awareness date d4 batch #: unknown d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: intraoperative suture failure (leakage) the hospital dealt with the issue with additional suture performance. There was no effect on the patient. 1. Please provide more details about the device quality issue "complication due to suture failure" 2. Was the firing sequence started but not completed?unk if yes: 3. Did the device deliver any staples?yes 4. If yes, were the staples formed properly?unk 5. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)?unk 6. If yes, was the staple line complete?unk 7. Were there two complete tissue donuts?unk 8. Was it a partial cut?yes 9. If so what was cut partially, washer or tissue?unk 10. If yes/no, was there any issue with the cut 11. Was there a change in the procedure?the anastomosis site was additionally sutured. If yes, please explain. 12. Could you please clarify if there were any patient consequences?no 13. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?no was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)?unk how was the leak controlled?additional suture was performed. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.